Event description:
It was reported that this inflatable penile prosthesis (ipp) was not able to be cycled. Upon revision, the physician noted there was a mechanical issue with the pump, it was not filling the cylinders. The ipp was explanted and replaced. There were no patient complications reported.